Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 225 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling. Reportedly, the customer was using their cartridge beyond labeling and was educated by tandem technical support about changing cartridges within labeling.